Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged upper respiratory infections; particles in airway. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.